Event description:
An aneurx bifurcated stent graft and its components of unknown size were inserted into a pt for endovascular treatment of a 7cm abdominal aortic aneurysm in 1998. Iliac and aneurysm morphology are unknown. It was reported that during implant the proximal site of the stent graft was disrupted due to the runner of the delivery system engaging during the deployment and maneuvering of the stent graft. Two 3.75mm aortic cuffs were placed. It was reported that the 6-month follow-up CT scan demonstrated pronounced angulation as the stent remodelled to the native aorta. The 12-month follow-up showed that the aortic cuffs and the bifurcated stent graft were in continuity but the angles had increased significantly. The 18 month CT scan demonstrated that the proximal aortic cuff and the bifurcated stent graft had migrated apart. A 2-years post implant follow-up indicated a type iii leak with separation of the proximal cuff from the bifurcated stent graft with a significant angulation. It was reported that the physician elected to convert the pt to open surgical repair with explant of the stent graft in 2001. The bifurcated stent graft was removed without difficulty; however, the iliac limbs were very adhered, which required considerable amount of force to remove. This force damaged the stent graft. It was reported that the proximal aortic cuffs were less ahdered. The pt's post-operative period was reported to be uneventful and no additional clinical sequelae were reported. The pt was discharged and last seen in the clinic in 2001. Medtronic ave has received the explanted stent graft system, and its analysis is pending.

Event description:
Additional info received states that there were two different endoleaks. A proximal leak was reported to be due to the dislocation of the cuffs. A midgraft leak was reported to be found on a computerized tomography scan performe in 2001. No transgraft leak and no tears in the graft were reported. Analysis of the explanted stent graft has been completed. Apparent morphological changes, which significantly increased the aortic neck angle, were the likely caused for the component separation. Increasing angulation was noted at 1 yr and continued to increase in severity over the following 22 months. The stent fractures obseved cannot be ruled out as a contributing factor to the cuff separation. The abrasion-induced holes observed in the contralateral limb cannot be ruled out as a contributing factor to the leak observed at midgraft, although the physician apparently did not attribute the leak to being a transgraft leak.